Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer's blood glucose was 400 mg/dl with trace ketones. Customer went to the emergency room and was treated with intravenous anti-nausea medication and saline, and was released the same day with the issue resolved and no permanent damage.